Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right atrial (ra) lead. The values were greater than 2000 ohms. The ra lead had previous issues, but no further details were provided. In addition, the right ventricular (rv) lead had auto capture at 5.0v due to a low evoked response and exhibited an increase in pace impedances. The rv pace impedances were still within normal limits, but had risen from 500 ohms to 1238 ohms. Further review found that the patient had a fall previously and that there were episodes of undersensing. Boston scientific technical services discussed that it appeared to be a lead related issue or the observations may be due to the patient's fall. At this time, the products remain in service. No adverse patient effects were reported.